Event description:
It was observed that during the device evaluation, the duodenovideoscope air/water cylinder and air/water tube had white foreign objects, inside of light guide lens had discoloration, the adhesive around objective lens had a chip and the adhesive around server plug-in had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established and cause traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.